Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2021-02971. It was reported the patient had been receiving ineffective stimulation. As a result, the patient decided to have their scs system explanted.